Manufacturer narrative:
(B)(4). The reported complaint that the pump switched off is not able to be confirmed. No part was returned to teleflex chelmsford for inves tigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the customer is reporting that the iabp was not reading ECG and ap signal and then switched off". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the customer is reporting that the iabp was not reading ECG and ap signal and then switched off". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.